Event description:
It was reported that the pt had the iab inserted while at hosp. After insertion, the pt was transferred to another hosp. Upon arrival, the iab was plugged into a pump that did not have light wave capabilities. The console began to alarm and blood filled the tubing up to the pump. The next morning, the unit director arrived and at that time the iab was exchanged. There were no reported pt complications.

Manufacturer narrative:
Follow-up report will be filed when eval is completed.